Manufacturer narrative:
Evaluation summary: evaluation was completed on 14 november 2005. The customer reported condition of failure code 810:04 was confirmed during performance testing. The info provided on this reported condition and the results from testing indicate that the air in line sensor baseline too high. Review of the complaint history reveals similar reports have been received for this product for the reported issue.

Event description:
The facility reported an infusion pump with a failure code 810:04. Info was not provided regarding whether or not the device was in pt use when the event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported. Though requested, no add'l info was provided regarding pt's demographics, medication involved, or device programming. No add'l contact info was available.